Manufacturer narrative:
Medwatch voluntary MDR report #: mw5120235.

Event description:
It was reported that the patient presented with a device alert for atrial automatic threshold (raat) suspension. It was believed there was an unspecified capture issue exhibited by the right atrial lead. The lead remained in service. No adverse patient effects were reported. No further information was available.